Event description:
The customer obtained non-reproducible vitros phyt quality control results on a vitros 5600 integrated system. Vitros phyt results of 20.06, 32.10, 19.35, 32.72, 31.48, 32.95, 32.63, and 31.35 ¿g/ml were obtained from the vitros tdm pv iii control fluid during daily phyt quality control testing versus the expected value of 26.00 ¿g/ml. In addition, vitros phyt results of 36.32, 33.38, 34.65, 34.35, 32.87, 32.77, 32.67, 33.09, 33.85, 33.77, 19.50, 20.68, 20.60, 20.67, 17.98, 18.68, 31.31, 32.16, 31.73, and 31.64 ¿g/ml were obtained from the vitros tdm pv iii control fluid during investigative precision tests versus the expected value of 26.00 ¿g/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible vitros phyt quality control results were obtained on a vitros 5600 integrated system. Non-reproducible vitros phyt performance was observed across two different reagent lots, suggesting that the issue was occurring independent of the reagent lot in use. In addition, the same vitros phyt reagent lots demonstrated acceptable performance when run on an alternate vitros 5600 integrated system. Following a service action that included replacement of the immuno-wash fluid shuttle assembly and subsystem adjustments, acceptable vitros phyt performance was achieved. The investigation concludes that the root cause of this event was most likely instrument related. In addition, atypical phyt calibration curves, likely attributed to the same root cause, also contributed to the magnitude of bias observed.